Event description:
It was reported by a contact lens reseller that her customer experienced a scratching sensation and developed a corneal ulcer. No information was available regarding treatment. The pt has fully recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Retained product from the same lot was evaluated and all testing was found to be within specification. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The reseller reports selling the lenses as individual blisters. This is considered to be illegal sales. She reports receiving lenses with "some flaws/defects/tears on their edges and are causing scratching sensations for the consumers". (B)(4).